Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the complaint sample revealed a cracked vial retainer. The root cause of the cracked vial retainer is most likely material incompatibility. Cracking from material incompatibility is due to the interaction between the polycarbonate of the vial retainer component and dioctyl phthalate found in the pen pouch. Chemical compatibility overview for lexan polycarbonate recommends against the use of diocytl phthalate in conjunction with polycarbonate as it results in failure or severe degradation. Corrective actions have been determined to inform sandoz gmbh of material compatibility with the pen pouch. Preventative action has been established for sandoz to update the pen pouch material. Based on analysis and studies that have been summarized in ¿sandoz omnitrope® pen 5 & omnitrope® pen 10 pen crack root cause investigation¿ (dated (B)(6) 2016) one potential root cause has been identified. 1.cracking on the vial retainer from material incompatibility is due to the interaction between the polycarbonate of the pen components and dioctyl phthalate found in the pen pouch. Sandoz has been informed of the material compatibility issue by bd. Sandoz has informed bd that the pouch will be updated by middle of 2019. H3 other text : see section h.10

Event description:
It was reported that the bd omnitrope® pen 10 was difficult to operate during use, having "no resistance" upon pushing the button. The consumer reportedly still had medication left in the pen after 9 days, when the cartridge was only meant to last 7 days. The following information was provided by the initial reporter: "consumer states that their omnitrope pen 10 has malfunctioned. She stated that last week when she pushed the button in , there was no resistance, the red button moves quick, but she does not think the medicine is coming out the way its suppose to . She said each cartridge normally last 7 days , she says they are now at 9 days and there is still medication left."

Manufacturer narrative:
Correction: the customer provided updated information. The following fields have been corrected: OEM manufacturer: the manufacturing location for this product is sandoz. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2019-08-09. E.1. Initial reporter facility name: (B)(6). G.4. Date received by manufacturer: 2019-08-13. H.3. Device returned to manuf.?: yes. H3 other text : see section h.10.

Event description:
It was reported that the bd omnitrope® pen 10 was difficult to operate during use, having "no resistance" upon pushing the button. The consumer reportedly still had medication left in the pen after 9 days, when the cartridge was only meant to last 7 days. The following information was provided by the initial reporter: "consumer states that their omnitrope pen 10 has malfunctioned. She stated that last week when she pushed the button in , there was no resistance, the red button moves quick, but she does not think the medicine is coming out the way its suppose to . She said each cartridge normally last 7 days , she says they are now at 9 days and there is still medication left."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd omnitrope® pen 10 was difficult to operate during use, having "no resistance" upon pushing the button. The consumer reportedly still had medication left in the pen after 9 days, when the cartridge was only meant to last 7 days. The following information was provided by the initial reporter: "consumer states that their omnitrope pen 10 has malfunctioned. She stated that last week when she pushed the button in , there was no resistance, the red button moves quick, but she does not think the medicine is coming out the way its suppose to . She said each cartridge normally last 7 days , she says they are now at 9 days and there is still medication left."